Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All evaluation codes have been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was no stimulation sensation. The patient was lying down on the couch last wednesday, and noted that the entire left side of her body was numb. That issue resolved; however, the patient was unable to feel any stimulation. The implantable neurostimulator (ins) was noted to be fully charged. The lightning bolt icon appeared. Amplitude was up to 5 volts, and the patient continued to feel no stimulation.

Event description:
It was reported there was no stimulation sensation. The previous week the patient was lying on the couch and the entire left side of her body went numb. The numbness resolved, but the patient was not able to feel any stimulation. The stimulator was fully charged, had the "lightening bolt" on the screen, and the amplitude was at 5 volts. Additional information has been requested, a follow-up report will be sent if additional information becomes available.